Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl. The customer was treated with intravenous drip and manual injection. The customer also stated that they had symptoms like vomiting. The customer stated that the blood glucose kept going up from a bent cannula. The customer stated that the drive support cap was normal. The customer also stated that they did not allege insulin pump was under delivering. The customer was declined troubleshooting. The customer was declined to performed high pressure test. The insulin pump will not be returned for analysis.